Event description:
Product was returned as part of recall z-00063-2010. During internal evaluation was found to have memory chip failure. (B) (4).

Manufacturer narrative:
Device internal memory reviewed.